Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump prior to contacting support and successfully restarted pump, then, with technical support assistance, resumed insulin delivery and reconnected continuous glucose monitor, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.